Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient was advised that when able, they should disable other bluetooth devices and close out any other applications not in use. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.